Manufacturer narrative:
The ado was returned to aga medical in its original configuration. Following decontamination, the ado was measured and the size was confirmed to meet dimensional specifications. The ado was examined microscopically and no defects were observed. Review of the medical records and images by aga's medical consultant resulted in the following findings: this (B)(6) patient underwent closure of a moderate sized pda with a 6/4mm ado. The pda was long and parallel to the aortic arch. It could technically be classified as a type a pda or perhaps type e. The series of angiograms provided showed implantation, evaluation and recapture of the ado. The final ado deployment appeared optimal but unfortunately the ado flipped towards the aorta upon release. An angiogram revealed a significant shunt around the ado. The ado was captured with a snare and pulled toward the femoral artery. The patient was referred to surgery. According to aga's medical consultant, the following conclusions were drawn: correct device size selection initially. Correct device deployment site and evaluation. Part of the ado edge seemed to hang on the superior portion of the aorta/pda junction. The ado, therefore, had to be pulled into the pulmonary artery (pa) and only a small part of it was across the pa end of the pda. Upon release, it flipped because of more than usual tension on the ado and because a small portion of it was through the pa end. When the edge of the ado was seen hanging on the aorta, the 6/4mm ado should have been removed and replaced with 5/4mm ado. The operator would have been able to pull the 5/4mm ado more into the long pda and the ado would not have flipped. There was a significant flip of the ado upon release; however, this was beyond expectation and it would have been near impossible to predict the flip before releasing the ado. The decision the remove the ado was optimal; however, the decision to not try a smaller device is unclear.

Event description:
To summarize this event, the delivery system was advanced without complications. Once the 6/4mm amplatzer® duct occluder (ado) was positioned, an angiographic test was performed and some leakage was present around the ado, so it was repositioned and released. Once released, the ado started to move so the ado was snared to prevent embolization. The patient was referred to surgical closure.